Event description:
Per the clinic, the patient experienced a failure of osseointegration resulting in fixture loss on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.